Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the supply line of the homechoice cassette and the supply bag which is known to cause this alarm. The cause of the loose connection is not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell two of five of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between the supply line of the homechoice cassette and the supply bag that led to this alarm. The hp stated that the supply bag was difficult to connect to the line when setting up for therapy. The hp had cycled power off and on twice to clear the alarm and was currently displaying press go to start. Renal therapy services (rts) explained the alarm and its possible cause. Rts assisted hp with proper disconnect procedures and advised the hp to contact the registered nurse (rn) to notify that therapy was not completed. Proper procedures per the user manual were reviewed with the hp. Rts discussed continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.